Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis unit are in freezing and unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen and unable to login. The technical support specialist (tss) dialed into the system, verified the database synchronization debug logs and identified error while uploading the changes and performing a synchronization task. Tss then performed a monthly server reboot and the customer confirmed that the station was working fine. The system functioned as intended after the technical support specialist troubleshot the device.